Manufacturer narrative:
Initial.

Event description:
It was reported that the user, described as very insulin sensitive, experienced inconsistent insulin delivery with an ilet system, stating the pump was either delivering too much or not enough insulin, with a reported high blood glucose of 207 mg/dl; additional trainings and prolonged use reportedly did not change results, and no device component specifics were identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.